Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 03/21/2011 and the one (1) year warranty period has expired. This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl 3-4 video baton, the image would cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.